Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. Haptic and optic damage was observed. Complaint history and product history and records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Event description:
A certified ophthalmic technician reported there was a crack in an intraocular lens (iol). Additional information was provided that the iol was exchanged during the initial procedure. There was no patient harm.